Manufacturer narrative:
The hill-rom technician investigated the lift at the account and the account would not allow the tech to take any of the parts of the lift for analysis. Under care and maintenance in the instruction guide for universal slingbar, 7en160185, it is stated: -check screw and locking nut that attaches the slingbar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the slingbar broke as the patient was being lifted from the bed to the wheelchair. The lift was located in (B)(6) at the account. The account reported the patient hit their head and sustained a 3 cm hematoma. This report was filed in our complaint handling system as complaint #(B)(4).